Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after a supply change and uncertainty about insulin delivery from the infusion set, with the lowest recorded blood glucose of 57 mg/dl and low glucose lasting a couple of hours; support reviewed not administering insulin when low, advised verification of insulin dripping from the infusion set, and provided hypoglycemia treatment education. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates as instructed, receipt of device low glucose alerts, and no professional medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed no reproducible device malfunction and an unclear cause for the hypoglycemia. It was concluded that the event was hypoglycemia with cause unclear and that the device function could not be definitively implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.